Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with stenosis and underwent transforaminal lumbar interbody fusion (tlif) surgery at l4-5 levels. During surgery, the tip of the driver was broken. No fragment of the instrument were remaining in the patient. The product came in contact with the patient. No patient complications were reported during this event.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the corners of the torx on the tip of the screwdriver are rounded. This is consistent with repeated normal use. The threads around the tip that interface with the head of the screw have been damaged. A functional test reveals that the lock button on the screwdriver is not functioning properly. The pin that holds the bushing on the shaft has broken. The driver is unable to function as intended. If information is provided in the future, a supplemental report will be issued.